Event description:
Reporter stated that samples tested on the aviva system are up to 2.0 mmol/l greater than those obtained on a lab instrument. Reporter did not provide actual blood glucose values obtained on either system. No adverse event associated with the discrepant results was reported. The manufacturer requested the return of the suspect product and replacement product was shipped.

Manufacturer narrative:
Event occurred in (B)(6).